Event description:
Reported as "leak".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 21/apr/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. The analysis of the device also noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, the between the stainless steel connector and the port). This breakage of the band tubing may be wear related. In addition, the analysis found damage from a sharp instrument, consistent with surgical damage, to the band portion of the tubing and the shell of the band. The breakage of the band tubing and shell may have been made to facilitate removal of the device and may not be the cause of the leakage. Performance tests indicate no leakage from the access port. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."